Event description:
Related manufacture reference number: 2017865-2023-05211, related manufacture reference number: 2017865-2023-05212. It was reported that the patent presented during clinical follow-up. Through x-ray, it was noted that the right ventricular lead was dislodged in the atrium due to twiddler's syndrome. During repositioning of the right ventricular lead, the chronic atrial lead was accidently pulled out of the patient's body. A new atrial lead was attempted to be implanted on (B)(6) 2023. During the implant, it was reported new atrial lead was difficult to position inside the patient. The patient developed pneumothorax and vomited during this process. The implant procedure was terminated and the patient was intubated and externally shocked due to coughing out blood and heart defibrillation. The patient passed out on (B)(6) 2023.